Event description:
Laparoscopic procedure in progress. While cutting tissue using a laser, a sapphire surgical laser tip separated. Portion (approx 1 cm) was not retrieved from pt. Attempt to locate via laparoscopic exam unsuccessful.